Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation complaint received ad on (B)(6) 2022. Patient was revised was due to heavy metal poisoning from toxic heavy metals. Also alleges injury, pain, tissue destruction, metal wear, loss of enjoyment of life and limitation of daily activities. Doi: (B)(6) 2006, dor: (B)(6) 2021, unk hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. : h6: metal related pathology (e1618) is being utilized to capture blood heavy metal increased & metal poisoning. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of the medical record, revision notes stated that fluid was taken from the hip and sent for specimen, and removed further synovial fluid. Cup, liner, and head were removed during revision and the liner was possibly dislodged it was not seated completely within the acetabular component.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On 06/09/2015, the patient had a left thr, to address end-stage joint disease, complete joint destruction, and bone-on-bone left hip. Part/lot page 49 of 1480 pinnacle cup, altrx liner, aml small stem, metal femoral head. The patient was noted to have been transferred to the recovery room in satisfactory condition without complications.  (B)(6) 2021 chromium 20.1 ng/ml and cobalt 49.5 ng/ml.  (B)(6) 2021 progress notes state the patient reports having bilateral hip pain and instability in the right hip. The patient is scheduled for right hip revision. Past medical history shows that on (B)(6) 2021 there was osteolysis around the hip prosthesis (no laterality provided) and on (B)(6) 2021 pseudotumor was also listed with no laterality provided.  (B)(6) 2021 part/lot information on page 1064 of 1480 notes the patient had competitor implants along with depuy delta ceramic head implanted in the right hip.  (B)(6) 2021 lab results, note that chromium level was 24.9 ng/ml and cobalt 44.5 ng/ml on (B)(6) 2022, the patient had an irrigation and debridement of the right hip to address infection with wound drainage. The indications for surgery included an increase in swelling, pain, and spontaneous drainage from his right hip 4 weeks after revision. During the procedure, the surgeon reported observing a small area of dehiscence.

Event description:
After review, the patient began having increased pain in the right hip and groin region as well as some feelings of clicking. The patient underwent plain x-rays which demonstrated some loosening of his acetabular component and demonstrated a metal-on-metal bearing surface. Cobalt and chromium levels were mildly elevated and the bone scan demonstrated loosening of the acetabular component with some lucencies around the greater trochanter as well and no evidence of loosening of the femoral stem. There was evidence of some metallosis present within the trochanteric bursa, although there was not a large pseudotumor present. Moreover, there were noted to be some focal areas of metallosis with some osteolysis around the peg portions of the acetabular component. Affected side: right hip.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: update 16-march-2023. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.